Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: inzii 10mm retrieval bag was being deployed to collect specimen and once advanced the bag fell off the metal prongs and was not connected to the delivery device. A second bag with same lot # was opened and attempted to be used with the same issue. No clinical impact to the patient a third inzii bag was opened and worked properly and the case was completed successfully no other instruments were in use at the time of the issue no patient injury, case was successfully completed with third bag products will not be returned as they were discarded by hospital staff. Additional information obtained from account manager via email on 13feb2025: yes, the devices were in the patient. Intervention: a third inzii bag was opened and worked properly and the case was completed successfully. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic appendectomy . Event description: inzii 10mm retrieval bag was being deployed to collect specimen and once advanced the bag fell off the metal prongs and was not connected to the delivery device. A second bag with same lot # was opened and attempted to be used with the same issue. No clinical impact to the patient a third inzii bag was opened and worked properly and the case was completed successfully no other instruments were in use at the time of the issue no patient injury, case was successfully completed with third bag products will not be returned as they were discarded by hospital staff. Additional information obtained from account manager via email on 13feb2025: yes, the devices were in the patient. Intervention: a third inzii bag was opened and worked properly and the case was completed successfully. Patient status: no patient injury.